Event description:
This event involved a patient who experienced inadequate flow approximately ten months post heartware lvad implantation. The patient developed low lvad ((B)(4)) flows with subsequent symptoms of right heart failure. A preliminary review of the controller log files revealed a sudden change in the lvad flows. The patient was re-admitted to hospital where a computerized tomography (CT) scan revealed an obstruction at the lvad outflow graft without thrombus in the left ventricle. The patient remained symptomatic and this necessitated inotropic support. In addition, the patient¿s lvad demonstrated high power consumption and is reported to have stopped and would not re-start. The patient then underwent lvad exchange (for (B)(4)) on (B)(6) 2013. The site reported that the explanted pump revealed a large thrombus protruding from the inflow cannula and thrombus in the outflow graft. The patient was reported to have been stable post-operatively with normal pump parameters. The clinicians believe that a coagulopathy may have contributed to the reported event.

Manufacturer narrative:
The device is not available for evaluation. Additional information will be submitted within thirty (30) days of receipt. Product not available for return.